Manufacturer narrative:
Baxter received and evaluated the device. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. The reported condition was verified. The device was found out of specification in relation to the reported pump turn off which was not confirmed during evaluation. A review of the event history log identified improper shutdown. The cause was determined to be a depressed contact pins on rear case due to dried fluid residue buildup. The contact pins were cleaned to correct this condition. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump would turn off in the emergency room department. There was no patient involvement. No additional information is available.